Event description:
Approximately five months after index procedure, patient had congestive heart failure and restenosis. Four days later, the patient had a myocardial infarction. A revascularization was not performed. One month later, the patient died. Cardiac cause of death was cardiogenic shock.